Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A device lot history review was performed and there are no non-conformities which could have attributed to the reported failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the vasoview hemopro tissue welder melted. The event reportedly took place some time over (B)(6) 2010 weekend. A new kit was used to complete the procedure. There were no patient effects. The product was discarded.